Event description:
It was reported that the patient presented during clinical follow-up. Through x-ray, and computed tomography (CT), it was found that the patient had sustained cardiac perforation by their right ventricular (rv) lead. Upon interrogation, it was noted that the rv lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.